Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/11/2021. H.6. Investigation: three photos and one loose safetyglide needle with the safety shield activated was received and evaluated. It was observed there was a significant crack in the top of the hub and extending downwards. The crack was rejectable per product specification. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. Potential root cause for cracked hub defect is associated with the assembly line. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the epoxy to fix it; after that, the safety mechanism and the plastic shield are assembled. In this case, it could have happened that the needle hub was not properly seated in the assembly fixture and when the safety mechanism and the plastic shield were assembled the crack was induced. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the syringe leaked when the bd safetyglide¿ needle was attached. The following information was provided by the initial reporter: "the american customer complained a leaking syringe after the needle was attached and the user started to apply the drug. Leaking syringe (contact between luer and needle)".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe leaked when the bd safetyglide¿ needle was attached. The following information was provided by the initial reporter: "the american customer complained a leaking syringe after the needle was attached and the user started to apply the drug. Leaking syringe (contact between luer and needle)".